Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 568 mg/dl. It was stated that the customer was experiencing high blood glucose for the past forty eight hours. It was stated that the customer was treated with insulin drip. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. Several days later the mother called back and stated that the customer's blood glucose is 50 mg/dl. The mother stated that they have treated the low blood glucose and her current glucose level is 10 mg/dl. No further info was provided.